Manufacturer narrative:
Additional information was received from the field representative stating, this left ventricular (lv) lead may have been damaged during explant, but was not able to be confirmed. The lead was capped and abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a device change out to a non boston scientific device, the left ventricular (lv) lead was exhibiting out of range impedance measurements of greater then 3,000 ohms. It was also noted there was pocket redness following the procedure. There was no additional patient effects reported. The local field representative has been contacted for additional information.